Event description:
Approximately two weeks post hvad implantation, the site reported that the patient cac adapter does not stay securely connected to the controller. Preliminary log file review confirmed a pump stop. The cac adapter was taken out of service. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.